Event description:
8/21/2015: saturday (B)(6) 2015, dog received zoetis lymvax vaccination using a 3cc nipro syringe with needle, the owner brought the dog back to the vet on tuesday (B)(6) 2015 stating the dog was lethargic, and non weight bearing, with a large abscess on the injection site. Vet decided to perform a procedure to open abscess and perform culture on abscess on (B)(6) 2015. Vaccination company was notified of adverse event. Vet decided to open a new syringe from the same lot to verify the nipro needles, found foreign material (blood like) on needle itself, performed swab culture on foreign material on (B)(6) 2015. Results will be back by tuesday (B)(6) 2015. Hospital had 4 boxes(1 opened) of related lot, is sending back to nmc for manufacturer evaluation. 8/25/2015: spoke with the clinic and they confirmed that the only lot related to this complaint is 15c15. They also confirmed that they followed up with the dog during the weekend and so far the dog is doing fine. They received the swab culture on the sample found with the foreign material and the results came back negative. She will be sending me a copy of the results. Total: 4 boxes / 360 pieces. 3 unopened: 100 pieces per box lot 15c15. 1 opened : 60 pieces (42 of lot# 15c15, 13 of lot# 15a21, 5 of lot# 14l25).

Manufacturer narrative:
Manufacturer report attached on retained samples, pending investigation report on returned samples. On 9/14/2015: manufacturer report on returned sample attached, device codes and results codes updated.

Event description:
On 8/21/2015: (B)(6) 2015, dog received zoetis lymvax vaccination using a 3cc nipro syringe with needle, the owner brought the dog back to the vet on (B)(6) 2015 stating the dog was lethargic, and non weight bearing, with a large abscess on the injection site. Vet decided to perform a procedure to open abscess and perform culture on abscess on (B)(6) 2015. Vaccination company was notified of adverse event. Vet decided to open a new syringe from the same lot to verify the nipro needles, found foreign material (blood like) on needle itself, performed swab culture on foreign material on (B)(6) 2015. Results will be back by (B)(6) 2015. Hospital had 4 boxes (1 opened) of related lot, is sending back to nmc for manufacturer evaluation. On (B)(6) 2015: spoke with the clinic and they confirmed that the only lot related to this complaint is 15c15. They also confirmed that they followed up with the dog during the weekend and so far the do is doing fine. They received the swab culture on the sample found with the foreign material and the results came back negative. She will be sending me a copy of the results. Total: (B)(4), (B)(4) unopened: (B)(4) pieces per box lot 15c15; (B)(4) opened : (B)(4) pieces ((B)(4) of lot# 15c15, (B)(4) of lot# 15a21, (B)(4) of lot# 14l25).